Event description:
It was reported that the device will not operate on dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
It was initially reported that the device would not operate on dc (battery) power. Physio-control verified the reported intermittent issue that the device could not operate on dc power; however, only if a battery was installed in well #1. Physio observed that the device would function normally on dc power if a battery was only installed in well #2. The power pcb assembly caused battery well #1 to malfunction. Physio replaced the power pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and observed that the cause of the reported failure was that pin 3 of integrated circuit chip, designator u8 was not soldered and was making intermittent contact.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.